Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s friend reported via phone call that the customer experienced hyperglycemia. The customer's blood glucose level was 402 mg/dl. The customer¿s other blood glucose was 189 mg/dl. The customer stated that they did not have any spare sets. It was reported that the tuning connector was detached. The customer stated that they received an insulin flow blocked alarm and lost sensor signal. It was reported that the insulin pump was not dropped with the set connected to their body. The customer was reporting a past event. The customer stated that the alarm did not occur during fill tubing. The customer stated that the event was resolved by changing complete set. The customer did not feel okay for troubleshooting. The reservoir and the insulin pump will not be returned for analysis. The infusion set will be returned for analysis.